Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The device met specifications for optical signal properties and the deformable body thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A review of the evaluation performed on the tactisys involved in the reported event determined the root cause of the event was tactisys related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer ref: 2184149-2020-00192, 3008452825-2020-00620. During an atrial fibrillation ablation procedure, it was not possible to synchronize the contact force data with ensite precision and the procedure was cancelled. When the catheter was connected to the tactisys, the contact force did not synchronize. The tactisys was noted to be communicating with ensite precision and the catheter was also recognized by the system, but the contact force was still unavailable. When the contact force was attempted to be reset, both through the tactisys and ensite precision software button, the tactisys did not execute the function. It was then noted that the light on the tactisys intermittently turned green and red. The tactisys was rebooted several times, and the catheter was replaced, however the issue remained. The catheters were not inserted into the patient. The procedure was cancelled and there were no adverse consequences to the patient.